Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008 to treat pelvic organ prolapse. The patient continued to experience pain, erosion of her internal bodily tissue, and other injuries following the procedure, and was informed by the surgeon on (B)(6) 2010 that the symptoms were related to the mesh. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a sling procedure to treat stress urinary incontinence and pelvic organ prolapse. She underwent a mesh revision/excision on (B)(6) 2010 due to incontinence, infections, dyspareunia, pain. Patient (B)(4) - dyspareunia.